Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device will chirp with red x when off and will not power on until all power sources have been replaced. There was no adverse patient impact reported.